Manufacturer narrative:
(B)(4). To date the device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws would not open. It is unk if the device was on tissue at the time. There was no injury to the pt.